Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and infection ("infections") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (major surgery to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: hsg test further company follow-up with the lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and infection ("infections") in a 44-year-old female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: ibuprofen. Family history included cancer (nos) (grandmother with ovarian cancer,mother with breast cancer). On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (other) describe: vaginal"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (ablation and salpingectomy(bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, infection, fatigue, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, vaginal infection, vaginal discharge and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs and medical record received: lot number, abnormal bleeding (vaginal), menorrhagia, infection (other) describe: vaginal, vaginal discharge, hair loss, essure confirmation test(s) conducted, specify not performed, event outcome recovering / resolving for pelvic pain, reporter information, patient details and other relevant history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.